Manufacturer narrative:
A united states (us) customer reported a falsely elevated high-sensitivity troponin patient result (1 patient) obtained on an atellica im 1300 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The quality controls (qc) were in range at the time the sample was originally run. The cse inspected both wash station and noticed a buildup of crystals at the acid port. The buildup was cleaned and the wash stations were serviced. Siemens could not rule out sporadic washing issues as a potential cause. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated high-sensitivity troponin patient result (1 patient) was obtained on an atellica im 1300 instrument. The initial result was reported to the physician(s), who questioned the result. The same sample was repeated on the same instrument twice. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin patient result.